Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Our manufacturing process was within control and no abnormality was found on the given product lot. The product lot met all the qa outgoing inspection criteria prior releasing to the market. Based on the results of reserved samples evaluation and DHR analysis, there was no abnormality found on complaint lot. Investigation was carried out based on the lot 180519391 and 180622391. Based on the results of DHR analysis and reserve samples evaluation, there was no abnormality found on the reported product lot. We would like to emphasize that our manufacturing process was within control and all our products met the jms qa outgoing inspection criteria prior to market release. The user facility pct did not report any problems with luers when pct tightened the connection administering normal saline and continue to return the blood. The clinical manager reported that the leak was due to a loose connection and suspects that the luer connector was not tightened properly during setup. Nonetheless, briefing was conducted on (B)(4) 2018 to all related operators and inspectors for their awareness on the reported adverse event.

Event description:
A hemodialysis patient scheduled 3.75 hour hemodialysis treatment was initiated at 11:40am. B/p 122/73, pulse 92. At 12:26, b/p was 103/43, pulse 89; 300 ml normal saline was administered. Normal saline was administered over the next 2 hours for hypotension, totaling 1700ml. When discontinuing treatment at 14:32, the pct picked up the venous bloodline and noted it was not securely tightened to the fistula needle and was leaking blood. The pct tightened the connection to administered normal saline and continue to return the blood. Blood was noted on the floor; no blood was noted on the front of the patient, chair, or chairside table. It appeared blood was dripping on the outside of his arm to the floor. 600ml normal saline was administered. Patient did not lose consciousness at any time. Ems was called and the patient was transported to the hospital and admitted. Upon discharge the dialysis facility, the patient was awake and alert, and b/p was 114/48; pulse 89; resp 17; temp 97.5. Patient received 3 units of packed red blood cells (prbcs) during the hospitalization. He was discharged from the hospital (B)(6) 2018, returning for hemodialysis on (B)(6) 2018.

Event description:
A hemodialysis patient scheduled 3.75 hour hemodialysis treatment was initiated at 11:40am. B/p 122/73, pulse 92. At 12:26, b/p was 103/43, pulse 89; 300 ml normal saline was administered. Normal saline was administered over the next 2 hours for hypotension, totaling 1700ml. When discontinuing treatment at 14:32, the pct picked up the venous bloodline and noted it was not securely tightened to the fistula needle and was leaking blood. The pct tightened the connection to administered normal saline and continue to return the blood. Blood was noted on the floor; no blood was noted on the front of the patient, chair, or chairside table. It appeared blood was dripping on the outside of his arm to the floor. 600ml normal saline was administered. Patient did not lose consciousness at any time. Ems was called and the patient was transported to the hospital and admitted. Upon discharge the dialysis facility, the patient was awake and alert, and b/p was 114/48; pulse 89; resp 17; temp 97.5. Patient received 3 units of packed red blood cells (prbcs) during the hospitalization. He was discharged from the hospital on (B)(6) 2018, returning for hemodialysis on (B)(6) 2018.

Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Our manufacturing process was within control and no abnormality was found on the given product lot. The product lot met all the qa outgoing inspection criteria prior releasing to the market. Based on the results of reserved samples evaluation and DHR analysis, there was no abnormality found on complaint lot. Investigation was carried out based on the lot: 180519391 and 180622391. Based on the results of DHR analysis and reserve samples evaluation, there was no abnormality found on the reported product lot. We would like to emphasize that our manufacturing process was within control and all our products met the jms qa outgoing inspection criteria prior to market release. The user facility pct did not report any problems with luers when pct tightened the connection administering normal saline and continue to return the blood. The clinical manager reported that the leak was due to a loose connection and suspects that the luer connector was not tightened properly during setup. Nonetheless, briefing was conducted on 5th dec 2018 to all related operators and inspectors for their awareness on the reported adverse event. This submission has been resubmitted due to lot#. Date recieved by manufacturer changed from 12-apr-2018 to 04-dec-2018.